Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was sitting in a tesla car and received a shock. Review of device data found it appears there was noise that was being oversensed due to electromagnetic interference (emi). There were two episodes in which one was untreated and the other the patient received one inappropriate shock as a result. At this time, the system remains in service. No adverse patient effects were reported.